Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the patient went into ventricular fibrillation (vf). Patient was placed on bypass and in stable condition. The lead was placed without issue and remains in use. No further patient complications have been reported as a result of this event.